Manufacturer narrative:
Follow-up #1: date of submission 6/16/15. Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2015 with the following findings: no activity related to complaint was observed in pump histories. Piston does not move during rewind eventually an alarm occurs. Unable to perform all testing steps due to recurring alarm. Opened pump; gears in motor drive assembly found misaligned.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the piston rod was not retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.